Manufacturer narrative:
Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test, low batt alarms due to motor error alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. Rejected new batteries, motor was louder than before, had to rewind multiple times and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.